Event description:
It was reported that during a laparoscopic hysterectomy procedure, a replacement error code was displayed. The generator was restarted, but when activated the error code was displayed again. The doctor found that the positive electrode was detached from the jaw. The doctor continued even though the tip was broken. The procedure was completed with this device. There are potential adverse patient consequences because of the possible foreign body reaction.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.